Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely deterioration of the cleaning tube led to the malfunction. The event can be detected/prevented by following the instructions for use (IFU) specifically, IFU operation manual ¿3.3 inspection of cleaning tube and air supply tube for leak detection¿ ¿4.11 extracting the endoscope¿ maj-1500 operation manual ¿7 preparation and inspection¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 - initial reporter establishment name (documenting here due to character limit): (B)(6).

Event description:
It was reported that the endoscope reprocessor was used to reprocess a gastrointestinal videoscope (gif-xz1200) without the connecting tube (maj-1500) attached to the videoscope and the videoscope was used on the next patient as is. The issue was found during reprocessing and there were no reports of delays or patient harm.